Event description:
During baxter's functional testing of a spectrum pump it was found to constantly alarm for downstream ooclusion.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in regards to the symptom of "constant downstream occlusion." This symptom was confirmed through eval. The downstream sensor current readings were above spec with a loaded IV set which was caused by a narrow downstream pressure plate gap. The pump was reworked and calibrated per baxter's service procedure.